Event description:
The customer reported the system failed to expose. This is a reportable event related to a failure of x-ray production. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.